Event description:
This report is being filed as a result of changes to our MDR evaluation process that were prompted by an FDA inspection. The customer reported that instead of the intended 240ml collection volume, they noticed after 49 minutes of the run, the volume in the collection bag was much higher.

Manufacturer narrative:
(B)(4). The spectra set was returned for investigation. Upon visual inspection no misassemblies or defects were found. The returned set was tested by loading it onto a spectra machine, where it passed alarm tests, was primed and ran without incident. The machine was then programmed to collect 100ml of product, which was measured after collection, and determined to be 101ml, suggesting that the noted volume discrepancy was not related to a disposable defect. This type of failure can be caused by misloading the collect/replace pump. The pump tubes on the returned disposable were within specification, and were able to be loaded without incident several times during the returned disposable evaluation. Another cause of over collection is misloading the collect/replace valve in such a way that the tube is not completely occluded by the valve during the procedure. If the collect/replace tubing is not properly loaded, the valve cannot effectively close the tubing. Since the plasma/rbc pump runs faster than the collect/replace pump, the pressure difference favors the plasma to be pushed into the platelet collection tubing through the open path at the collect/replace valve. As a result, the plasma in the plasma tubing could divert into the platelet collect tubing, causing extra plasma into the platelet bag during the procedure. DHR review for this lot number 05p15287 showed no manufacturing anomalies occurred during production. No other similar events for this lot number have been reported to date.